Event description:
Healthcare professional reported "exchange due to the patient's concern with the product plus rupture". This report is for the right side. The device has been explanted and replaced with non abbvie device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.